Event description:
This was reported as a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra pacemaker implantation procedure. Reportedly, after deploying the first prostyle, resistance was met while inserting a .035 guidewire and it could not be inserted through the guidewire port. The first device was removed and a new one was attempted to be inserted; however, the sheath would not advance over the guidewire. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23f, and the micra implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional device was returned with blood in and on the device. The lever was closed, and the foot was partially retracted. (B)(4) was created to capture the additional device. Follow up with the account was conducted. It was reported that there was an issue closing the foot/ lever; however, it was still able to be removed from the patient anatomy without causing any vessel damage and was successfully used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to open or close the foot could not be confirmed as the returned device analysis verified the foot deployment and retraction functioned as expected. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the returned device condition, a conclusive cause could not be determined. Factors that may contribute to difficult to open foot may include but, are not limited to tissue or suture caught in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.